Manufacturer narrative:
Corrected data - d1, d3, g1 and g4.

Manufacturer narrative:
Correction to b5: user reports that the customer was asymptomatic.

Event description:
The user reported that the patient was asymptomatic.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148406 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148406 and device part number 195-430h / lot 141949a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148406 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly be related to issues including the self-test user performance or the specific sample.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag. Repeat testing was performed on the same day generating positive results. Confirmation testing was performed with negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.